Event description:
It was reported that during the implant procedure, the set screw on the implantable neurostimulator (ins) was not tightening. A different ins was then used which worked well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_set_screw, product type: accessory. (B)(4).